Event description:
Pt was received from the cath lab--while putting on the monitors the nurses observed that the pt was laying on top of the device in a puddle of blood. Immediate manual pressure applied while a dstat was applied. Diagnosis or reason for use: revascularization of popliteal artery, used to maintain. Event abated after use stopped or dose reduced: yes.